Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52, implantable pacing lead, (B)(6) 2007. A 694965, implantable tachy lead, (B)(6) 2007. (B)(4).

Event description:
It was reported by the patient that the device was replaced because there was a crack in the battery. No patient complications have been reported as a result of this event.

Event description:
Information received from the clinic disclosed that device was explanted due to normal elective replacement indicator (eri) and the device had normal readings. No patient complications have been reported as a result of this event.